Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon triage of the unit, a technician found a cut power cord, and on the service line the technician noted burnt boards upon opening the unit. Due to the tendency of tantalum capacitors to short and burn out at the end of their life, and that the board is presumably as old as the unit (6+ years; there is no record of previous service), it is not unlikely that the component failed on its own accord.

Event description:
The unit was sent to a service center for repair. Upon triage, a technician found a cut power cord, and on the service line, the technician noted burnt boards upon opening the unit.

Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿thermal issue¿. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to corrode, and is the two potential root causes are the result of customer misuse and the component itself failing due to typical wear, as the age of the component was 6 years. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.